Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The customer stated that they were working out while the insulin pump was still attached to them. The customer stated that they were not notice when the alarm occurred because they had a temp basal running, also. The customer's blood glucose was 10.0 mmol/l. The customer verified that there was no visible moisture damage to the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.